Event description:
It was reported that a user experienced variable glucose following dinner while using the ilet bionic pancreas, including concern about a drop from approximately 210 mg/dl to the mid-150s and later reports that the pump overcorrected, with insulin on board of about 6 units and glucose values trending from low 100s to a nadir in the high 60s before recovery after carbohydrate treatment. Symptoms included hypoglycemia with not feeling well. Outcomes included self-treatment with juice, stabilization of glucose into the 80s to 90s, and no hospitalization. Investigation included review of device performance through customer coaching, assessment of insulin on board, capillary and cgm glucose comparisons, and confirmation of appropriate corrective algorithm function and low-glucose treatment education. Investigation of this case revealed no device malfunction, with the device delivering insulin consistent with the corrective algorithm and with glucose variability likely influenced by recent dosing and meal dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.